Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to damage on ccd (charged coupled device) unit, the monitor showed a black screen with no image, electrical contact of video plug section was shaved, screen turns black with no image, a-rubber had a scratch, due to a cut on ccd cable, image noise occurs and an image cannot be displayed, due to damage on circuit board of video plug section, image noise occurs and an image cannot be displayed, adhesive on a-rubber had a chip, bending tube had a dent, video connector had a scratch, due to damage on fe lever(sp), bending section cannot be fixed firmly, due to damage on forceps elevator lever(sp), bending section cannot be fixed firmly, deformation or breakage due to physical stress (handling problem) physical stresses due to drops and hits, deformation or breakage due to physical stress (handling problem), light guide cover glass has a scratch, lg connector has a scratch, right / left lever had a scratch, fe lever(sp) had a scratch, ud plate had a scratch, universal cord had a scratch, grip had a scratch, control unit had a scratch, angulation lever had a scratch, and adhesive on a-rubber had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the deflectable videoscope defects of distal end. There were no reports of patient harm. The device was returned for evaluation/repair. During the device evaluation, it was found that there was no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3, and b5. The information included in b3, and b5 was inadvertently omitted from the initial medwatch report. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the problem is caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (ic chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the procedural defect was located during the inspection for use. The procedure was therapeutic. The intended procedure was completed with a replacement device and the device was inspected for use.